Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized twice due to diabetic ketoacidosis. The customer's blood glucose reading was 386 mg/dl at the time of the report. The customer declined to perform troubleshooting. The customer stated that the insulin pump was not responsible for the event, and the hospitalization was not diabetes related. The customer stated that she had an issue with her gallbladder. Nothing further was reported.